Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to infection. The vantage implant was removed and an antibiotic spacer was placed. This event report was received through clinical data collection activities.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
Patient developed a deep infection in his ankle approximately four (4) weeks postoperatively. On (B)(6) 2017, the vantage implant was removed, and an antibiotic spacer was placed. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00492 and 1038671-2018-00493.